Event description:
Customer reported a short study of bravo capsule. After reviewing the study, it appears as though the capsule never attached and fell into the stomach. The patient was not injured following the procedure.